Event description:
It was reported that the patient experienced a shocking or jolting sensation, along with a loss of therapeutic effect. It was stated, the patient had "around ten" adjustments to the device, with the longest lasting adjustment being "about" a year. The last adjustment was (B)(6) 2013. It was said during this visit, the device was adjusted three times. The first two adjustments lasted "10 or 15" minutes, followed by a "loss of that good feeling." The third adjustment resulted in a jolting of his arm "a bit." It was reported, the patient was not feeling well for the past four to five weeks, prior to this report date, and his symptoms came back "a bit." It was stated, the patient felt "fairly well" for "a week," and then the week prior to this report date, the patient started getting numbness in his jaw. The stimulation was turned off, but the patient "wasn't sure" if that helped. When the device was turned back on, a "terrific shock" was felt. The patient described this that his feet came up in the air and he looked like he had been defibrillated. The patient was scheduled to see his physician on (B)(6) 2013. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 7482a40 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 3387s-40 lot# v238014, implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
Additional review reported that the patient was supposed to get tingling sensation when the device was turned on but he was getting a shock as reported previously. The patient was told that he would get stinging sensation in his jaw during adjustment. The stinging sensation in patient¿s jaw did not go away and it got worse after adjustment. It was also reported that the patient had not been stuttering but since he had the last adjustment, ¿it¿s gotten worse.¿

Event description:
It was further reported that the patient was seen in the clinic. The patient had not turned the device on or off since the last reprogramming session. The patient insisted the stimulation was stronger than before, however, the health care professional noted the system was functioning correctly.

Manufacturer narrative:
(B)(4).